Event description:
It was reported that during a gastric bypass procedure, damaged primary package. The blister was torn and the device had no plastic protection, so the surgeon did not want to use it. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and out of its original package. No cartridge reload was received. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.